Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. One used forcefxcs generator was received and evaluated. The investigation confirmed the customer's report. The failure was isolated to the resistor r96, but a root cause was not identified. The resistor r96 was replaced to address the condition. A review of the device history records for this unit was conducted and no entries pertinent to the reported condition were noted.

Event description:
The customer had reported that the unit failed the rem test and did not sound an alarm. Upon receipt of the unit for evaluation at covidien, the investigator found in a preliminary investigation that the resistance could be taken all the way up to 210 ohms without tripping a rem alarm.